Event description:
It was reported during implant of the Leadless implantable pulse generator (IPG), the patient experienced cardiac tamponade. When co ntrast was performed from the catheter tip before device deployment with the  Delivery System (DS), it was confirmed on fluoroscopic imaging that contrast medium had accumulated in the pericardium. When echocardiography was performed, a slight pericardial effusion was confirmed. The patient was hemodynamically stable. Observation was continued for about forty five minutes, and echocardiography was performed again, but the pericardial effusion was unchanged, and there was no change in hemodynamics. As per cardiovascular surgeons, a thoracotomy for hemostasis was not necessary, and the DS was withdrawn and was transferred back to the intensive care unit (ICU). The leadless IPG was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section D references the main component of the system. Other medical products in use during the event include: Brand Name \[MC2AVR1]" Product ID \[MC2AVR1-DELSYS]" (Serial: (b)(6)]"). D9:  No Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.